Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to a flattened button dome switch. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump began to alarm and that the buttons stopped working properly. The customer took out the battery and put it back in but the insulin pump still did not work properly. The issue occurred after the customer had taken a shower. The blood glucose reading was 129 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.